Manufacturer narrative:
Device evaluation: visual inspection showed the device leaked blood into the returned package. Additional visual inspection showed no outward signs of any damage/assembly errors. The customer provided photos showed evidence of foaming. Evidence of clotting was not confirmed by the photos. Reason for return was visually confirmed for foaming by the photos provided by the customer. D.4.serial number updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion cardiotomy venous reservoir (cvr), it was reported that there were large amounts of foam noted in the cvr during the cardiac procedure. The act and coagulation difficulties were experienced during the case. Clotting issues and coagulation issues were noted during the operating room (or) procedure. A clot was suspected in the cvr. The use of the device was unspecified. There was no adverse patient effect associated with this event. Medtronic received additional information that there was no air in the venous line, and there was no issue with drainage or cannula placement. There was no obstruction to the venous line when the foam appeared. Attached to the venous line was the svo2 monitor and the sampling manifold that is draining into the venous line. The oxygenator purge was open throughout the entire case, and the purge line was attached to the top of the reservoir through a stopcock. It stayed warm through the entire case, and the venous temps were maintained at around 36-37. There were no visible clots, it was predicted that the sock could have been clotted out due to the challenges with coagulation. There was no visible fibrin clots, and unable to determine whether the clot grew suddenly or over time. However, there was no foam at the start of the case, it only started halfway through the case. The level maintained at 2l throughout the entire case. After initiation, the level reached 4l but hemoconcentrated rapidly to reduce the levels to 2l. Medtronic received additional information that this patient had extremely high platelet counts pre bypass. The patients platelet count was at 1594x10^9. As a precaution for going on bypass, the customer primed the pump with 200 albumin, 1rbc, and 10k of heparin. Once heparin was administered, first act was 491. Anesthesia gave an extra 10k heparin. Second act was 436. An extra 10k heparin was given again, and 3rd act was 466. At this point, 2 bags of plasma was added to the pump prime and the customer was instructed to go on bypass. Once on bypass, act was 455, so an extra 20k of heparin was given. With the plasma and the extra heparin, the next few acts were 773 and 999. Halfway through the pump case, the customer observed that bubbles were accumulating in the reservoir. The customer had notified the charge perfusionist and another perfusionist to determine if this was safe for the patient at the time of observation. Oxygenation and pressures were all good. As the case proceeded, the foam continued to increase to the point where blood started to spill out of the reservoir. At this point, it was clear the customer needed to come off bypass to prevent any risk of air being sent to the patient. Oxygenation was starting to decrease and act was reading 450 again. This was communicated to the surgeon so the customer immediately came off bypass safely. The customer chose not to transfuse any of the blood volume from the pump to the patient, instead, bagging it and giving to anesthesia to give back through the central line. Since the circuit could not be used anymore, it was dismantled and immediately set up an emergency back up. Act history: 15:00 ¿ 146 , 16:10 ¿ 491 , 16:25 ¿ 438 , 16:35 ¿ 466 , went on pump: 16:55 ¿ 455, 17:05 ¿ 773 , 17:20 ¿ 999 , 17:40 ¿ 500 , 17:50 ¿ 450 , came off pump : 18:15 ¿ 156, 18:45 ¿ 125 .medtronic received additional information that a vacuum assisted venous drainage used (vavd) or large amounts of suction and venting was not used. There was no air entering the reservoir related to table manners (entrainment or excessive use of suckers or vents, etc). There was no air noted in the custom pack tubing.